Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer overestimated the amount of insulin needed, and delivered too large of a bolus. Blood glucose (bg) level was 50mg/dl. The customer consumed glucose tablets to address bg level. Recommendation was made to consult with health care provider regarding diabetes management. Additionally, the wake button was unresponsive. Pump display turned on when plugged into a power source. Reportedly the customer continued to use the pump for insulin therapy.